Manufacturer narrative:
Follow-up information received on 19-oct-2016 from legal claim: the case is in litigation. In (B)(6) 2012 the patient had two essure coils implanted into her body. After this procedure the patient underwent the required hsg (hysterosalpingogram) procedure. After the implant procedure, the patient began to experience pelvic pains and increased bleeding during menstruation. These symptoms started out minor and gradually increased in intensity. On or about (B)(6) 2015, the patient learned that one of her essure devices appears to be protruding and may be the result of the unascertainable pain and bleeding that she has been experiencing. The pain and bleeding experienced is a direct and proximate result of the defendants failure to disseminate accurate information regarding their product. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and the bleeding ensued for over 90 days/ she bled for months at a time (interpreted as genital bleeding), it had floated into her uterus and was connecting to her wall/embedded in her uterus causing more bleeding (interpreted as uterine bleeding). She underwent a partial hysterectomy and essure was removed, two and a half years after insertion. These events are serious due to medical significance and listed in the reference safety information for essure. After essure insertion abnormal genital bleeding may occur. Given the positive temporal relationship and nature of the event bleeding ensued for over 90 days/ she bled for months at a time, causality with essure cannot be excluded. Regarding the device embedment, the exact date and mechanism of this event was not specified. However, given the nature of the event causality with essure cannot be excluded, and since the embedded device was causing more bleeding, this event was also considered related to the device. Non-serious events were also reported. This case was regarded as incident since a device removal was required. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5055606) in united states on 19-oct-2015 who had essure (fallopian tube occlusion insert) lot number 962097 inserted on (B)(6) 2012. Consumer stated that essure was implanted and the bleeding ensued for over 90 days. Then severe cramping, headaches, lower back pain and the procedure did not take on one side. In the 2 years leading up to hysterectomy she bled for months at a time, could not have intercourse, and was mostly in bed for the time until it was removed. That side it had floated into her uterus and was connecting to her wall causing more bleeding. She stated she had to move to another place and ended up having a partial hysterectomy due to essure. Explant date was reported as (B)(6) 2015. (B)(6) was reported as concomitant medication. Follow-up dated 12-nov-2012: case (B)(4) was identified as a duplicate of this case and will be deleted from bayer database. All information from that case was transferred to this remaining case and there was no new information. Company causality comment : this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and the bleeding ensued for over 90 days/ she bled for months at a time (interpreted as genital bleeding), it had floated into her uterus and was connecting to her wall (interpreted as device embedded) causing more bleeding (interpreted as uterine bleeding). She underwent a partial hysterectomy and essure was removed, two and a half years after insertion. These events are serious due to medical significance and listed in the reference safety information for essure. After essure insertion abnormal genital bleeding may occur. Given the positive temporal relationship and nature of the event bleeding ensued for over 90 days/ she bled for months at a time, causality with essure cannot be excluded. Regarding the device embedment, the exact date and mechanism of this event was not specified. However, given the nature of the event causality with essure cannot be excluded, and since the embedded device was causing more bleeding, this event was also considered related to the device. Non-serious events were also reported. This case was regarded as incident since a device removal was required. A product technical analysis and further information are expected.

Manufacturer narrative:
Follow-up dated 12-nov-2012: case (B)(4) was identified as a duplicate of this case and will be deleted from bayer database. All information from that case was transferred to this remaining case and there was no new information. Follow-up information provided on 10-nov-2015 from consumer: consumer data was updated. She was (B)(6) at the time of essure insertion. According to her, the doctor couldn't remove the essure. It was embedded in her uterus. She had to have a partial hysterectomy. Additionally, she stated that now she has a lawyer. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and the bleeding ensued for over 90 days/ she bled for months at a time (interpreted as genital bleeding), it had floated into her uterus and was connecting to her wall/embedded in her uterus causing more bleeding (interpreted as uterine bleeding). She underwent a partial hysterectomy and essure was removed, two and a half years after insertion. These events are serious due to medical significance and listed in the reference safety information for essure. After essure insertion abnormal genital bleeding may occur. Given the positive temporal relationship and nature of the event bleeding ensued for over 90 days/ she bled for months at a time, causality with essure cannot be excluded. Regarding the device embedment, the exact date and mechanism of this event was not specified. However, given the nature of the event causality with essure cannot be excluded, and since the embedded device was causing more bleeding, this event was also considered related to the device. Non-serious events were also reported. This case was regarded as incident since a device removal was required. A product technical analysis is expected.

Manufacturer narrative:
Follow-up information received on 08-feb-2016: despite of follow-up attempts no response was received to date. Additionally case correction was performed based on information received on 07-nov-2015: after a company internal review the product technical complaint (ptc) investigation result received on 07-nov-2015 was added: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that the final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed, therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and the bleeding ensued for over 90 days/ she bled for months at a time (interpreted as genital bleeding), it had floated into her uterus and was connecting to her wall/embedded in her uterus causing more bleeding (interpreted as uterine bleeding). She underwent a partial hysterectomy and essure was removed, two and a half years after insertion. These events are serious due to medical significance and listed in the reference safety information for essure. After essure insertion abnormal genital bleeding may occur. Given the positive temporal relationship and nature of the event bleeding ensued for over 90 days/ she bled for months at a time, causality with essure cannot be excluded. Regarding the device embedment, the exact date and mechanism of this event was not specified. However, given the nature of the event causality with essure cannot be excluded, and since the embedded device was causing more bleeding, this event was also considered related to the device. Non-serious events were also reported. This case was regarded as incident since a device removal was required. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect.